Manufacturer narrative:
H3. Device analysis for lead va31kn8042 revealed no anomaly found. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the lead. B17 and c20 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an wireless external neurostimulator (wens). It was reported that when the lead was implanted, the representative checked impedances before anchoring the lead and all contacts were orange/above the normal range; impedances measured between 4,880 to 10,760 ohms. The representative asked the doctor to remove the lead from the 0-7 port on the wens and move the lead to the 8-15 port. They received the same result; all contacts were orange. Next, they decided to replace the tablet and the results were the same; all contacts were orange. The representative then opened a new wens and they received the same results; all contacts were orange. At this stage, they decided they needed to try a new lead. The lead was replaced with a new one and after checking impedances again, they received 3 orange contacts and the rest were green. The doctor decided they wanted to proceed as-is. The representative programmed good paresthesia coverage with the patient and therefore they left the new lead in place. Post-op, the representative approached the patient in the recovery room and they checked impedances again; all contacts were green (within range). The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-nov-2028, UDI#: (B)(4). G2: the country of origin is israel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.